Event description:
It was reported that while scanning out the sponges, after a surgical procedure, the stitched end of the loop on the sponge was detached. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that while scanning out the sponges, after a surgical procedure, the stitched end of the loop on the sponge was detached. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.